Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under a general anaesthetic to change the abutment and revise the skin on (B)(6) 2020.